Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visibly deteriorated foam. The service center scrapped the device after the evaluation was completed.